Event description:
The consumer reported two false positive patient results with the binax now covid-19 antigen self-test performed on (B)(6) 2022. This MFR report represents patient result (2) of (2). Confirmation testing was performed at a pharmacy using an unknown sample on (B)(6) 2022 which generated a negative result. The patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-04390.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 205787 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 205787 and device part number 195-430h / lot 201382. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 205787 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.